Event description:
It was reported by the customer's husband that he wanted to lower his wife's basal rates because she was getting too much insulin. Customer was hospitalized for low blood glucose levels and diabetic coma. Customer's blood glucose level was 110 mg/dl. Customer was advised to check with their health care provider to see about lowering the customer's basal rates. Caller was advised to consult with a health care professional about changing basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.